Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsc5 began experiencing a solid tone and lock out of the blade. After going through troubleshooting steps unsuccesfully, another lcsc5 blade was used to complete the case. There was no consequence to the pt.